Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received an alarm and the screen on the insulin pump is frozen. Customer also stated that there is a lot of damage around the battery compartment. Blood glucose value is 200 mg/dl. Customer is unable to clear alarm or navigate through the menu. Customer was advised to disconnect, remove the reservoir and rewind the device. Customer could not clear the alarm because the insulin pump would not respond. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.